Event description:
It was reported through stryker facebook page: "had both hips replaced and it was a breeze. 2 yrs later had left knee replacement and it was terrible. Had 3 other procedures on it and still no better. I hurt 24 hours a day and have recently fallen 3 or 4 times."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.